Manufacturer narrative:
(B)(4).

Event description:
It was reported that the head of the biosure ha 7mm x 25mm screw broke during implantation. A backup device was used to complete the procedure without any reported delay or patient impact.

Manufacturer narrative:
Complaint was submitted for a biosure ha 7x25mm screw catalog number 72201772. The product received is not the product recorded. Summary for the device returned is as follows. Dimensional inspection reveals that it is an 8mm implant. The screw is broken. This complaint event cannot be confirmed or disproved since the complaint was opened for a part other than what was returned. Attempts are ongoing to retrieve additional information and reported device.